Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2017 and had some driveline drainage and mild erythema around the driveline site. A culture was done and results showed positive for moderate diphtheroids, moderate (B)(6) and rare enterococcus faecalis. The patient has been on lifelong suppressive antibiotic therapy of doxycycline 100mg by mouth twice a day. On (B)(6) 2017, the patient¿s antibiotics was changed to augmentin 875/125 by mouth twice a day. Additional information was requested, but not provided.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.